Event description:
Sorin group received a report that the cardioplegia pump would not rotate during a procedure. There was no patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the cardioplegia pump would not rotate during a procedure. The sorin service representative resolved the issue by recommending to the hospital biomedical engineer that the pressure transducer be replaced. The transducer was replaced and testing showed everything working properly. No further reports have been received since this action. No further investigation is required. No trend increase has been identified. No nonconformities were noted during the device history record review regarding this issue. The issue will be monitored for trends and if identified, corrections will be recommended.